Event description:
It was reported that the pt was experiencing a sudden increase in seizure activity. No causal or contributory programming changes, medication changes, trauma, or other external factors preceded the onset of the event. The physician thinks the battery is depleting although eri=no. Pt has been referred for generator replacement surgery, but it has not occurred to date. Attempts for further info have been unsuccessful to date.